Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels ranging from 257 to 338 mg/dl. The customer was uncertain of the suspected cause, however the customer reported experiencing an elevated heart rate. The customer delivered boluses via the pump. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.